Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer became stuck and would not close completely. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to close. A field service engineer (fse) found that the drawer rails had come loose, causing the drawer to stick out. The fse fixed that issue and verified the functionality. The system functioned as intended after the field service engineer repaired the device.